Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Moisture was evident inside the battery compartment. The reported moisture ingress issue was duplicated in the investigation. The pump failed to power up and the investigation was unable to complete the remaining tests. There was no visible damage to the casing and a leak test did not find any leak. Pump casing was opened and no addition evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that moisture was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.